Event description:
It was reported that the ilet generated repeat restart notifications with alarm 38, indicating consecutive motor stalls, after which the user disconnected, restarted the device, removed all supplies, and completed a dry run to 120 units without alerts. Symptoms included no reported adverse clinical effects. Outcomes included continued device use after guidance. Investigation included guided troubleshooting and education, a dry run procedure, and a supervised set change. Investigation of this case revealed that the alarm condition resolved after replacing infusion components and reloading supplies; the user declined a new insulin cartridge, which resulted in an insulin low alert but no further motor stall alarms. It was concluded, based on previously established findings for similar reports, that the cause was likely use error related to setup and supplies rather than a persistent device malfunction.